Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be partially fired. The device had a deformed clamping mechanism. Each reload was loaded into a representative instrument for functional testing. The interlocks were overridden and each reload was applied to test media. All remaining staples were placed, and the test media was cleanly transected. Each reloads interlock was tested and was found to function properly. It was reported that the staples released prematurely from the device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative to laparoscopic low anterior resection, when connected, the cartridge was found prefired. Another reload was loaded to resolve the issue in order to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found the reloads were partially fired and the anvil clamping mechanism was deformed.